Manufacturer narrative:
It was noted during failure analysis that the potted trigger electrical pcb assembly was the primary failure of the device.

Event description:
The es6 sagittal saw was sent for service and it exhibited a run on condition during performance testing at the MFR. No adverse event was associated with the device.